Manufacturer narrative:
(B)(4).

Event description:
Procedure type: vats bullectomy. According to the reporter: the staples did not close properly. This happened after they had used 3 duet reloads without any issues. A new reload was used to fix the situation.